Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable and the wall adapter. Reportedly, the customer did not have an alternate cable and wall adapter to charge pump. Tandem technical support to send replacement usb cable and wall adapter. There was no reported impact to customer's blood glucose.